Event description:
A physician reported that a patient experienced macular edema after using an ophthalmic system for cataract surgery. The surgery was completed on the same day. Outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section h.11 and corrected information is provided in sections d.1 and d.4. Additional information received that there was no causality between suspected alcon console and reported event macular edema. Based on this information received following submission of the initial report, this event macular edema does not meet criteria for reporting as a adverse event. No further reports will be scheduled under mfg report num: 2028159-2025-00754 the manufacturer internal reference number is: (B)(4).